Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. System check was being performed with tandem technical support; however, a different alarm occurred. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 398 mg/dl at time of event.